Event description:
This patient was admitted with an acute mi. The culprit vessel was critically narrow mid-rca. A 6french cordis brite tip guiding catheter was advanced and inserted into the ostium of the target vessel and after contrast was injected, a dissection was detected from the ostium to the mid stenosis. The report indicated that the dissection was caused by the guiding catheter. The mid stenosis was treated with a cypher stent (3.5x18mm) but after stent deployment, a proximal dissection was noted to involve the aorta. A 3.5 x33mm stent was inserted and deployed in the proximal rca. The stent was noted to be protruding slightly from the coronary ostium, however the physician was satisfied with the results.